Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. Patient reported they have a boston scientific spinal cord stimulator implanted in their back and it is on the right side. They fell in the shower and had a huge hematoma that they had to drain and pack. Patient also mentioned they have scoliosis and their back is shaped like a question mark and they almost couldn't do the spinal cord stimulator and had to take out a bone in order to put the lead wires in it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).